Manufacturer narrative:
(B)(4). Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of hyperglycemia. Per the reporter the pt frequently experiences labile blood glucose as he is frequently non-compliant with his cares. On (B)(6) at 4:00 am he was brought to the hospital due to high blood glucose and vomiting. Upon admit his blood glucose was 758 mg/dl, he was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.